Event description:
It was also reported that the patient returned the desktop charger and it was analyzed. Analysis found that there was no anomaly with the desktop charger. It was noted that the desktop charger tested okay. It was further noted that the connection was okay and the voltages were okay.

Event description:
It was reported that the ¿last few times¿ the patient had charged there had been ¿little pin pricks¿ and ¿little shocks¿ in their back. It was noted that the patient thought that was ¿weird¿ and spoke to the managing healthcare professional (hcp). It was noted that the hcp did not think there was anything wrong with it. It was noted that the issue began about a month prior to report. It was later reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. It was noted that it was handled over the phone and the patient was sent a new charging device.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).